Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified while based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.